Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that when the device was used during an unk procedure, there was difficulty loading cartridges, first load fired without incident, second misfired and remained closed on tissue. It was not reported how the case was completed. No pt consequence was reported.